Event description:
Clinical area manager reported to baxter corporate product surveillance a one-link luer activated device in which the facility noticed an increased amount of blood reflux after disconnection from the one-link. According to the report, the one-link was attached to the umbilical catheter on neonate patients. According to the report, the facility uses neomed catheters for their umbilical lines. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition was not confirmed, as no sample was returned for evaluation. Therefore the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.